Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. It was unable to perform the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to lcd damage. Device also had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the customer had been experiencing high blood glucose over a week. They have tried changing the entire set, insulin and site on several occasions. Customer was not ill or fighting an infection. It was stated that they had tested the insulin pump and it passed the displacement test, high pressure test, self test and manual prime. Blood glucose value is unknown. Mother requested the device to be replaced. The insulin pump was replaced and returned for analysis.